Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was found to be dislodged. Several repositioning attempts were made but were unsuccessful. The ra lead was not used and replaced. The patient was in stable condition.